Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced harm reported with no reported allegation of a device malfunction, sensor glucose vs. Blood glucose. The customer reported blood glucose value of 361 mg/dl while sensor glucose value was 124 mg/dl. The customer reported hyperglycemia treated with insulin pump. Customer reported the following led up to the event: cust adv he got up this morning and said 123 and boosted up a little bit and then went down and when I got to work and it was 123 and was actually 361 and then to 134 in 10 seconds and then it was 290 and now at 204. Document treatment for high bg: cust adv he took insulin through the pump to treat the 361 bg. The event involved product(s) mmt-1884, mmt-332a, mmt-7020la, mmt-866a. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. Mmt-7020la was requested and customer response was the device will be returned. No product return is required for mmt-866a.